Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a connection issue and subsequently made a use error which resulted in the patient experiencing peritonitis coincident with peritoneal dialysis (pd) therapy. The connection issue and the use error were further described as the patient's pd transfer set came loose from the patient's titanium adapter and the patient reconnected. Subsequently, the patient experienced peritonitis. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis for a total of fourteen days with ancef and cefazolin (routes, doses and frequencies were not reported). At the time of this report the patient outcome of this event was not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.